Event description:
On (B)(6) 2026, a facility representative reported via (B)(4) that an ar-s7305-035-330 3.5 x 330mm bone curette would no longer open and was non-functional during a case. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.